Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) screen is flickering and randomly flickers to black. They purchased a new screen which resolved the issue. This was not in patient use. Investigation conclusion: as the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, root cause cannot be determined. The customer was able to confirm that cables were not the issue by using known working cables. Possible non-device related root causes could be related to power issues. Device related issue may be related to failure of internal components of the monitor. Hardware failure could come as a result of physical, heat, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. Wear and tear due to aging or frequency of use can gradually degrade components. A serial number review of the reported device does not reveal additional related complaints. Complaint history review of the customer's account does not reveal trends for similar complaints. The following fields are not applicable (na) to the MDR report: a2 - a6 b2 b6 - b7 d4 lot number & expiration d6a - d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. D4 serial number h4 device manufacture date attempt #1 03/28/2023 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with the device serial number, but it does not exist in the manufacturer serial number list. Therefore, it is unclear what they are getting that number and was not included. Additional device information: d10 concomitant medical device display for the cns-6801a model: a/24-canvys sn: (B)(6) additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) screen is flickering and randomly flickers to black. They purchased a new screen which resolved the issue. This was not in patient use.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) screen is flickering and randomly flickers to black. They purchased a new screen which resolved the issue. This was not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: display for the cns-6801a model: a/24-canvys sn: (B)(4). The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. Attempt #1 (B)(6) 2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) screen is flickering and randomly flickers to black. They purchased a new screen which resolved the issue. This was not in patient use.